Manufacturer narrative:
The customer¿s concerns that a pca security door can be unlocked by extending a pen up through the bottom of the locked door could not be replicated. Attempts were made to gain access to a locked pca module by extending a pen from the bottom of the door failed to unlock the security door. The pca door lock provides a tamper resistant security from access to the syringe medication. The logic board has circuitry that detects the position of the door lock. There are three positions for the door lock: unlock is for loading and removal of the syringe and access to the module latch for detach of the module. Program is for programming parameters without having to interrupt an infusion. Lock is the only position that allows the infusion to start. If the door lock is bypassed from tampering the system has other circuitry that detects the status such as a flag sensor that detects the door is open, barrel clamp, flange sensor, plunger sensor, and knob position sensor that detect the status of the syringe during the infusion and would provide audio and visual alarms that stop the infusion if one of these flags are tripped. The door lock is not designed as a tamper proof lock. This file was opened to document the issue that was reported. No further investigation of this event is possible at this time. No service history record or production failure record was performed since no source device serial number was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
The customer reported that an rn discovered a way to open a locked pca door by extending a pen up through the bottom of a locked door. Another rn in different hospital told her how to open the pca module without a key. She was unable to reproduce this using a pca module at her current facility. There was no report of patient involvement.